Manufacturer narrative:
The returned explant has been sent to laboratory for histological evaluation.

Event description:
Explantation in 2008 due to pain. Patient received implant in 2005 and complained of pain already in early 2006, but postponed explantation several times during 2006-2007.